Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they replaced the viewing station of the imaging system computer and loaded backup files. The imaging system then passed the system checkout and was found to be fully functional. The suspect computer was returned to the manufacturer for analysis. The computer was installed in a known operational imaging system. The system would start with the reported issue of a blue screen with the reported error message. The bios settings were verified and raid was performed. Both checkout out and the reported issue continued. This confirmed a computer failure due to a hard drive malfunction.

Event description:
A site radiologic technologist (rt) reported that, while outside of a procedure, when performing a calibration on the imaging system. The viewing station of the imaging system screen was found to have red dots covering it. When restarting the system, a blue screen appeared with an error message stating "device driver stuck on infinite loop." No additional information was provided. There was no patient present when this issue was identified.